Event description:
It was reported to the MFR by medwatch that a mic tube that had been placed for several hours slipped out completely. The physician noted that the balloon on the tube was leaking fluid which caused the tube to displace. The pt had to return to surgery for placement of a new feeding tube. There was no report of serious injury or death as result of this product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found to be documented. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided when additional relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.